Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode may have migrated from its original implant position and was causing the subcutaneous implantable cardioverter defibrillator (s-ICD) to deliver an inappropriate shock due to oversensing of noise and changes in amplitude morphology measurements. X-ray imaging confirmed the electrode was not in an ideal location. Boston scientific technical services provided troubleshooting options to the field and the system was reprogrammed and testing was performed. The electrode remains in service and no adverse patient effects were reported.